Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that an ECG observed that the device was pacing at 150 ppm in vvi mode. The device could not be interrogated.